Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, the lead body damage allegation was confirmed in which much explant damage was noted on the lead. The muscle or pocket stimulation allegations could not be confirmed by analysis. Further, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues.

Event description:
It was reported that the patient's cardiologist ordered a magnetic resonance imaging (MRI) and pre-testing includes an x-ray. Moreover, the radiologist noted that this right atrial (ra) lead incurred lead body damage that caused patient to experience diaphragmatic stimulation. Further, the lead was explanted. No additional adverse patient effects were reported.